Event description:
Customer reports multiple fiber leaks noted by blood in the dialysate path during pt treatment. The customer reports new disposables used to continue the treatments without incident. Estimated blood loss of 200cc reported with each occurrence. The customer reports no pt injury or medical intervention required with these incidents. The customer reports they are evaluating their manual reprocessing sink as a potential contributor to the reported fiber leaks due to unregulated "ro" water noted to be used. The customer has ordered a regulator for this sink.